Event description:
Medtronic received information that this patient underwent scheduled initial repair for tetralogy of fallot. Patient suffered from mapcas, hypoplastic left pulmonary artery / right pulmonary artery and right aortic arch. In a previous surgery, a blalog-taussig shunt (connecting aorta and pulmonary artery, temporary solution to improve child's oxygen saturation) was placed and the mapcas were occluded. Normal uneventful post-operative course, discharge with transconduit gradient of 34 mmhg, no insufficiency. Actual catheterization revealed residual ventricular/septal defect, with distal anastomosis stenosis including the hypoplastic rpa and lpa. The device was explanted in toto, and pannus overgrowth was observed at the distal anastomosis. Event classified as non-structural dysfunction. Otherwise conduit was normal, with soft leaflets.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Conclusion: cause of event has not been determined. No definitive conclusion can be drawn at this time regarding the performance of the device. The device has been returned for analysis. To date, the analysis has not been completed. Upon completion of the investigation, a follow up report will be submitted for analysis.